Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing was popping off the tubing while sleeping and this issue occurred twice. On the day of this report, patient's blood glucose level was 390 mg/dl and was feeling thirsty. She changed the tubing, and self-treated with the pump. At the time of reporting, it had been 30 min only since she faced the detachment. For the first time, the site was at the abdomen and on the day of reporting, it was on the thigh. The pump was worn in her bra. The infusion was in use for 3 days. Patient was neither in emergency, nor admitted into hospital. In the investigation it was found that the tubing was detached from the tubing connector. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.